Manufacturer narrative:
The insulin pump was received with no act button response due to a flattened act button dome switch. Unable to verify for motor error or perform the excessive no delivery test due to no act button response. The device has no frozen screen after battery installation. No blank screen or damage inside pump noted. Motor was tested outside the device and passed the motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, no delivery alarm, and display anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue because customer was not able to rewind the pump. The device was returned for analysis.